Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was getting a calibration error (91) on arctic sun device, recommended to test the heater and if any of the elements have failed to replace the heater. Per follow up information received via mail on 09may2024, it was reported that the customer stated they ordered and received the heater assembly. They should have it repaired in a few weeks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was getting a calibration error (91) on arctic sun device, recommended to test the heater and if any of the elements have failed to replace the heater.